Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result / lab inr was 3.5/5.1. The patient's coumadin was already being held due to previously high readings. The reporter declined product replacement.